Event description:
It was reported that in 2025 the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided and customer could not recall the exact date. A blood glucose level was not provided. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.